Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue.